Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. The healthcare provider reported that the patient¿s pump was programmed with a 500 mcg/ml concentration, but the patient was actually getting 2000 mcg/ml since may 1, 2025. The caller then stated that the programming had never been updated from the 500 mcg/ml concentration even after they increased it to 1000 mcg/ml in 2022. The patient was scheduled to come in on (B)(6) 2025, and they were going to update the programming to what the patient was actually getting then. The pump was currently programmed at a dose per day of 332.2 mcg/day. The agent reviewed that the patient was actually getting 4 times 332.2 mcg/day, so 1328.8 mcg/day.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider who reported that the patient did not experience any symptoms related to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.